Manufacturer narrative:
The investigation determined that reproducible, discordant, non-reactive vitros anti-sars-cov-2 total (cov2tot) results were obtained from a single patient sample when tested using vitros cov2tot reagent lot 0112 on a vitros 3600 immunodiagnostic system and a vitros 5600 integrated system. The results were discordant when compared to positive pcr results and reactive vitros cov2igg results from the same patient. A definitive assignable cause for the discordant, non-reactive vitros cov2tot results was not established. Based on historical quality control results, a vitros cov2tot lot 0112 reagent performance issue is not a likely contributor to the event as all vitros quality control fluid results prior to the event were within the correct IFU interpretation region. Additionally, ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0112. There was no indication of an instrument malfunction, however, as precision testing was not conducted to verify instrument performant, an instrument issue cannot be completely ruled out as a contributor to the event. Pre-analytical sample processing can not be ruled out as a contributing factor, as it could not be determined whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. It is unknown whether an interferent contributed to the event, as no further testing using a tube to block potential interference in the patient sample was conducted. There was no further sample remaining from patient 1 and a re-draw of the patient was not possible. It was not known if the vitros cov2tot results were reported from the laboratory for the patient. The patient that produced the discordant cov2tot results was known to have a number of underlying health conditions including tuberculosis and bacterial pneumonia and was known to be intubated and in receipt of chemotherapy at the time the discordant results were obtained. On 18 november 2020, the ortho tsc was informed that this patient had passed away and no further investigation was possible. There was no allegation (implied or explicit) that the discordant vitros cov2tot results were a contributing factor in this event and ortho continues to establish the details of the event at the time of writing. A definitive assignable cause of the event was not determined. (B)(4).

Event description:
A customer obtained reproducible, discordant, non-reactive vitros anti-sars-cov-2 total (cov2tot) results from a single patient sample when tested using a vitros cov2tot reagent lot 0112 on a vitros 3600 immunodiagnostic system and a vitros 5600 integrated system. The results were discordant when compared to positive pcr results and reactive vitros cov2igg results from the same patient. Patient 1, vitros cov2tot results of 0.04, 0.07 and 0.05 s/c (non-reactive) versus the expected result of reactive. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. It was not known if the non-reactive vitros cov2tot results were reported from the laboratory. The patient that produced the discordant cov2tot results was known to have a number of underlying health conditions including tuberculosis and bacterial pneumonia and was known to be intubated and in receipt of chemotherapy at the time the discordant results were obtained. On 18 november 2020, the ortho tsc was informed that this patient had passed away and no further investigation was possible. There was no allegation (implied or explicit) that the discordant vitros cov2tot results were a contributing factor in this event and ortho continues to establish the details of the event at the time of writing. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).